Event description:
On (B)(6) 2012, the patient contacted animas alleging that he had been experiencing elevated blood glucose (bgs) over 500 mg/dl over the past 4 days and on once instance over 600 mg/dl. The patient reported feeling very tired when his bg was over 600 mg/dl, and stated that he has had ketones associated with the elevated bgs for the post 4 days. The patient stated that he was correcting via the pump but his bgs continued to elevate. The patient reportedly gave himself a correction injection just prior to contacting animas customer support (cs). The patient reportedly changed his site and set on (B)(6) 2012 and on (B)(6) 2012, and the cartridge was reportedly changed on (B)(6) 2012. Cs reviewed the pump history with the patient and found all settings and histories to be correct. The history indicated one bolus that was only partially delivered on (B)(6) 2012, and the patient stated that when he changed the cartridge and that he delivered the remainder of the bolus after changing the cartridge. The prime history indicated multiple prime volumes and fill cannula steps. The patient stated that he had been priming into the air to make sure insulin was coming out of the tubing. The history also indicated small prime volumes, and the patient stated that he has poor vision and thought that maybe he was not priming enough and so air was being pushed through during basal delivery instead of insulin, contributing to the elevated bgs. The patient also stated that he was unsure if he had any bent cannulas because his vision is poor. The patient denied any site/set issues. The patient stated that he had a cold for the past week, but denied any recent medications or changes in diet or weight. Customer support advised the patient to prime into his hand till he can feel the drops, as opposed to trying to see the insulin coming out of the tubing due to his poor vision. There was no indication of a pump malfunction. This complaint is being reported because the patient reportedly experienced hyperglycemia while using insulin pump therapy, and because the possibility that the patient was not priming the tubing adequately may have caused or contributed to the reported bg excursions.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The units remaining on the pump were correctly calculated and accurately recorded in the pump history. There were no alarms noted related to the complaint in the pump alarm history. Typical usage alarms and warnings were observed in the black box history. The "ezprime" operation was performed on the pump with no priming issues noted. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The reported prime issue with the pump was not duplicated during investigation.